Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their heart rate dropped from normal "80 bpm to 30 bpm". The implantable pulse generator (ipg) was removed and replaced with an bi-ventricular defibillator.  No further patient complications have been reported as a result of this event.